Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during lead replacement procedure, the ipg could not communicate wirelessly with external devices. As result, the ipg was explanted and replaced. Effective therapy was restored post-operative.